Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to a system infection. There was no additional adverse patient effects were reported. This ICD was explanted. This due to the limited information received, further follow-up to obtain related details was not possible.